Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the post on the unit's component number 1 broke and they were unable to retrieve it from the trocar. There was no patient injury reported.